Manufacturer narrative:
Country of incident: germany.

Event description:
We have received information about a potential incident and would like to inform you about it. It was reported that the screen flickered, the device could no longer be operated and shut down during ongoing ventilation. The manufacturer has not received any information about any harm from patients, users or third parties. We are currently working to gather further information about this potential incident.

Event description:
Löwenstein medical technology has received information about a potential incident and would like to inform you about it. It was reported that the screen flickered, the device could no longer be operated and shut down during ongoing ventilation. The manufacturer has not received any information about any harm from patients, users or third parties.

Manufacturer narrative:
Country of incident: germany the city and the zip code where the incident occurred are unknown. No further information were provided.